Event description:
It was reported that the customer experienced a blood glucose (bg) level of 1,600 mg/dl and a high ketone level identified as dangerous by healthcare provider. Reportedly, the customer did not deliver a large enough bolus for the amount of carbohydrates consumed. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Bg was treated with intravenous insulin. Reportedly, the customer was released on (B)(6) 2021 with the issue resolved and no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.